Event description:
Device 2 of 2. Ref MFR report #1627487-2013-06120. It was reported the pt visited the emergency room because his stimulation was shocking him and he could not shut it off using the magnet. A sjm rep was contacted and met with the pt at the health facility and verified the scs system was turned off and functioning correctly. The system responded to normal programming and there was no shocking observed. The rep informed the physician the system was turned off and functioning correctly. No further action was taken.

Manufacturer narrative:
A 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.